Event description:
It was reported that analysis of this product was completed.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 used to capture the surgical intervention that was undertaken.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that a revision procedure was previously performed approximately 5 months ago related to this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD), however, no additional information was available regarding the revision procedure. Subsequently, noise and oversensing was again observed and resulted in delivery of inappropriate shock therapy. Surgical intervention was undertaken and the device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.